Event description:
New information received that the over sensing had led to false auto mode switch (ams).

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during a generator change procedure, the atrial lead exhibited far-field r-over sensing and noise over sensing. The atrial lead was subsequently retested using a pace/sense analyzer and found to show instances of ¿noise¿ with manipulation. On (B)(6) 2025, the new atrial pulse generator was implanted, and subsequently the atrial lead was explanted and replaced with a new lead. The patient was discharged with no reports of adverse consequences.